Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material found inside the sterile packaging.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: black particle inside. Probable root cause: 1. Incorrect or inadequate packaging 2. Severe shipping conditions 3. User error. The reported failure mode will be monitored for future reoccurrence. Added initial reporter phone and initial reporter postal code.

Event description:
It was reported that foreign material found inside the sterile packaging.